Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 288 mg/dl at the time of the call. The customer used food to treat the low and the pump to treat the current high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. The customer was getting low battery and replace battery alarms that were not resolved by troubleshooting. The insulin pump will not be returned for analysis.